Manufacturer narrative:
The device inspection revealed worn front and rear castors, loose handset socket and worn sling. The device was repaired, and after preventive maintenance completed it returned for further customer use. Despite arjo attempts to request for more information from the customer, the customer did not reveal any details referring to the fall. With the limited information the cause of the fall cannot be determined. The reported active floor lift was used for the patient¿s care and in that way played role in the alleged event. As part of performed service, some parts of the device required replacements, but due to limited information received, it is not possible to indicate any contributing factor that might have led to this particular event. We decided to report this event with abundance of caution due to the allegation of patient fall.

Event description:
A customer requested a service of sara 3000 active floor lift because there was a patient fall from this device. No injury was reported.